Event description:
A customer contacted beckman coulter inc. (Bci) stating that a reagent probe was leaking. Qc was out, but no patient results were reported. There was no affect to patient or user with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2010 and replaced the probe vacuum valve which resolved the issue.